Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was radical prostatectomy without lymphadenectomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed through system log review, as the logs displayed different errors on different dates. Visual inspection confirmed that the unit is in good cosmetic condition. During testing, the erbe unit displayed error c-34, indicating that the hf voltage was too low in the on state. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst and the following additional information was provided: the image showed an error message on the integrated electrosurgical unit (iesu).

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 occurred and was recurring on the vio dv integrated electrosurgical unit (iesu). Rebooting the generator did not resolve the issue. The procedure was completing as planned using an external generator. No known impact or patient consequence was reported.